Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device is not available for evaluation. The investigation is pending for completion.

Event description:
The event involved a 1o2¿ valve (blue) w/check valve, rotating luer where it was reported that during the operation of the patient, it was found that the anesthetic liquid at the universal valve was leaking, and the drug was still leaking after repeated connections, so it was replaced immediately. There was patient involvement, but no patient harm/adverse event reported. Patient information provided indicating that the patient was a 75-year-old male.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.